Event description:
Philips received a complaint by the customer on the v60 indicating that the threads for the mounting screw were bad. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the threads for the mounting screw were bad. The remote service engineer (rse) provided the customer with the part number of the central processing unit (cpu) tray cover for repair. Per good faith effort (gfe) response, the threads on the cpu tray cover were damaged, so the device was unstable on the stand. The customer ultimately ordered and installed the replacement cpu tray cover, after which the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.